Event description:
It was reported that the stent fractured. Reportedly, two stents were implanted to treat an occlusion in the mid left sfa. Following pre-dilatation, the first stent was implanted. Then a competitor's stent was deployed proximally, overlapping the first stent. Approximately two months after placement, the patient returned with claudication. Imaging was performed and an occlusion as well as a stent fracture was identified. Bypass surgery was performed.

Manufacturer narrative:
The stent remains implanted; therefore, not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states (B) (4).